Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) via a manufacturing representative reported the patient was disabled and had severe obsessive compulsive disorder (ocd). Medicare qualified the patient for deep brain stimulation (dbs), which was implanted in 2012. The patient's psychiatrist dropped (B)(6) in 2014 and since the dbs expertise is limited, monitoring stopped. The leads had broken and the dbs was not functioning. The patient's hoarding and ocd had worsened. The patient needed treatment to stabilize the ocd and then make a decision to remove or repair the dbs.

Manufacturer narrative:
Concomitant medical products: product ID 3391s-40, lot# v597842, implanted: (B)(6) 2012, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3391s-40, lot# v597842, implanted: (B)(6) 2012, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3391s-40, lot# v597842, implanted: (B)(6) 2012, product type: lead. Product ID 3391s-40, lot# v597842, implanted: (B)(6) 2012, product type: lead. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that the patient's leads were broken.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via a manufacturer representative (rep) reported that the therapy for obsessive compulsive disorder (ocd) was not working or functioning. There was also no psychiatrist available in the area to monitor it.

Event description:
It was reported that high impedances in the 20,000 to 40,000 ohm range was measured. The patient¿s healthcare professional (hcp) was considering a revision and impedance exploration to determine the location of the impedance issue. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional review indicated that hospitalization was required as a result of the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the broken leads were confirmed by x ray. It was also noted that the patient's last successful recharge was over a year ago and overdischarge was suspected.

Manufacturer narrative:
Concomitant products: product ID 3391s-40, lot # v597842, implanted: (B)(6) 2012, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3391s-40, lot # v597842, implanted: (B)(6) 2012, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 37612, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient has not had a functioning device in 2 years. A loss of stimulation and broken leads were noted. The patient is searching for a new health care provider (hcp) to manage his device as the surgeon will not redo the surgery until a managing hcp is found. The patient reported that her ocd hording has gotten worse and she "was upset that they got the card."